Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated the cause for the discordant, falsely low ca result was due to a short sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The sample was then repeated on the original instrument, resulting higher, confirming the alternate dimension vista instrument result. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.